Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed, de novo lesion was located in a moderately calcified and moderately tortuous unknown coronary vessel. A non-bsc guide wire and guide catheter were used to access the lesion. A 2.5x15mm nc quantum apex balloon catheter was advanced to the target lesion for pre-dilation. Upon first inflation, to rated burst pressure, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.